Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. The cause of the reported problem could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a follow-up MDR will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that while the patient was asleep, the transfer set and titanium adapter disconnected causing the patient to have a break in aseptic technique, further described as the patient reconnecting the transfer set to the titanium adapter without changing the set. This occurred during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, and acquired bacterial peritonitis manifested by abdominal pain. It was not reported if the patient was hospitalized for this event. On the day of the onset of peritonitis, the patient started treatment with cipro (po, 750mg daily) and an unspecified antibiotic (ip, daily, dose unknown). The patient continued the treatment for ten days. After ten days, the patient started treatment with vancomycin (ip, every five days, dose unknown). Two weeks later, the vancomycin therapy was discontinued. Later that month, the patient recovered from peritonitis. On an unreported date, the patient was retrained on the proper aseptic techniques. The pd therapy was ongoing. No additional information is available. This report is 1 of 2 for this event.